Event description:
It was reported that upon interrogation, noise was detected as vf/vt and af/at. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 14.2-14.8cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.